Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03600. It was reported that the patient underwent a surgical procedure ( related manufacturer reference number: 1627487-2019-09398) on (B)(6) 2019. During the procedure, the physician noticed that the leads had migrated. In turn, the leads were explanted and replaced. Effective therapy was restored post procedure.